Event description:
Reportedly, on (B)(6) 2024, during implantation attempt, the vega lead was positioned in the low septal, before extending the screw, we performed pacing, and found that even at 10v no pacing was possible and the sensing was around 9mv without noise. The pacing threshold was measured with the screw extended, and the pacing threshold was found higher 5v. The pacing threshold was measured at three septum position of the heart, all of which were high thresholds.

Event description:
Reportedly, on (B)(6) 2024, during implantation attempt, the vega lead was positioned in the low septal, before extending the screw, we performed pacing and found that even at 10v no pacing was possible and the sensing was around 9mv without noise. The pacing threshold was measured with the screw extended, and the pacing threshold was found higher 5v, the pacing threshold was measured at three septum position of the heart, all of which were high thresholds.

Manufacturer narrative:
Summary of the investigation the review of the quality documents indicated that the lead met all the requirements of the specifications during inspections. Deeper analyses were carried out in dry and wet conditions and revealed an internal low insulation between lines at connector level of the lead. This finding explains the reported electrical issues. One hypothesis is the detachment of the pu tube at the connector level but cannot be confirmed with the return sample. For more details please refer to the attached report analysis. Ongoing actions are carried out to prevent it re-occur. The investigation results are retained and utilized for trending purposes.